Event description:
Event description boston scientific crm received information that during a lead revision procedure, this right ventricular lead was surgically abandoned as it was unable to deliver pacing pulses despite maximum outputs. The lead was noted with impedances over 2500 ohms, and observed noise. No adverse patient effects were reported.